Manufacturer narrative:
The device was returned to the MFR for eval. After running the processing unit for a 24 hr burn-in, the failure could not be reproduced. The device was found to be working properly and the system ran for an add'l 6 hrs to monitor performance.

Event description:
It was reported that after running the system for several hours, a color bar-like noise was present on the fusebox touchscreen and this main switch of the fusebox was unresponsive. After forced termination of power to the processing unit, the monitor only displayed a color bar-like noise. This did not occur during a case and there was no report of injury or other negative health consequence to any pt.